Manufacturer narrative:
The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the complaint trends showed that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported a posterior capsule tear occurred during a laser assisted cataract procedure on a patient's left eye. The laser treatment was completed without an issue and tear was noted to have occurred during phacoemulsification. The lens was successfully removed and a sulcus lens was placed in the eye. The surgeon felt that the laser contributed to the event.